Event description:
It was reported that the insulin pump alarmed no delivery and low signal alarm. Customer's blood glucose was 75 mg/dl. Troubleshooting was done. Advised the customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Unit received with a21 alarm during a21 error test due to I/b c13 voltage leak. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. No a17 alarm noted.